Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis and the registered nurse(rn) performed a manual fill earlier with antibiotics. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the pd clinic for complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was prescribed antibiotics with intraperitoneal (ip) vancomycin every 5 days for 21 days (dose not provided) and ip diflucan daily for 21 days (dose not provided). The effluent culture resulted positive for staphylococcus aureus. The suspected cause of the peritonitis is a breach in aseptic technique by the patient. No leak was reported with the cassette and no issues were reported with the liberty select cycler. The patient did not require hospitalization for the event. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn reported the cause of the peritonitis as a breach in aseptic technique by the patient. This is supported by the culture result of staphylococcus aureus, bacteria found in the nasopharynx and oral cavity and a known risk factor for pd infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis episode. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis and the registered nurse(rn) performed a manual fill earlier with antibiotics. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the pd clinic for complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was prescribed antibiotics with intraperitoneal (ip) vancomycin every 5 days for 21 days (dose not provided) and ip diflucan daily for 21 days (dose not provided). The effluent culture resulted positive for staphylococcus aureus. The suspected cause of the peritonitis is a breach in aseptic technique by the patient. No leak was reported with the cassette and no issues were reported with the liberty select cycler. The patient did not require hospitalization for the event. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery.